Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of essure device: upper left cornu") in a 32-year-old female patient who had essure (batch no. 857890-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included vulvovaginal candidiasis and chronic cervicitis. In december 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal, ),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems: mental anguish,") and depression ("psychological or psychiatric problems: depression,"). On (B)(6)2011, the patient had essure inserted. In january 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain") and bladder pain ("pain"). The patient was treated with fluconazole (diflucan) and surgery (total hysterectomy, salpingectomy bilateral). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, anxiety, depression and uterine leiomyoma outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and bladder pain had resolved. The reporter considered anxiety, bladder pain, depression, device dislocation, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: left fallopian tube number of expanded coils trailing into the uterine cavity was 6. Opposite tube number of expanded coils trailing into uterine cavity was 2. Initial device inserted into left tube without difficulty but did not seem to deploy, removed and another device inserted and placed and deployed without difficulty with 6 rings seen. Her right side was completely normal and uncomplicated and with 2 rings (per mr). Most recent follow-up information incorporated above includes: on (B)(6)2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of essure device: upper left cornu") in a 32-year-old female patient who had essure (batch no: 857890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included vulvovaginal candidiasis and endocervicitis. In december 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal, ),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)," anxiety ("psychological or psychiatric problems: mental anguish,") and depression ("psychological or psychiatric problems: depression,"). On (B)(6) 2011, the patient had essure inserted. In january 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain") and bladder pain ("pain"). The patient was treated with fluconazole (diflucan) and surgery (total hysterectomy, salpingectomy bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, anxiety, depression and uterine leiomyoma outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and bladder pain had resolved. The reporter considered anxiety, bladder pain, depression, device dislocation, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: left fallopian tube number of expanded coils trailing into the uterine cavity was 6. Opposite tube number of expanded coils trailing into uterine cavity was 2. Initial device inserted into left tube without difficulty but did not seem to deploy, removed and another device inserted and placed and deployed without difficulty with 6 rings seen. Her right side was completely normal and uncomplicated and with 2 rings (per mr). Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), bladder pain, psychological or psychiatric problems: depression, mental anguish; other injury or complication: uterine fibroids. Lot number, relevant lab data added. Migration of essure device: upper left cornu clubbed with previous event migration. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered device dislocation, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.